Manufacturer narrative:
Analysis and results: there are previous complaints of the same code-batch regarding the same issue, two of them closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one closed sample and 5 open samples without product, only the pouch. Tightness test to the closed sample received has been performed and the unit is tight. When we have conducted rotation test in the closed sample received, we have noticed that the thread break easily in the attachment area. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Reviewed the batch manufacturing record, there are no incidences reported regarding this issue and the results during the process fulfil usp/ep and b. Braun surgical requirements. Needle attachment strength results before releasing the product were 1.26 kgf in average and 1.15 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). Final conclusion: taking into account that the results of the sample received does not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future. Moreover, a training regarding this issue to production personnel was done on this issue to prevent recurrence.

Event description:
It was reported an issue with novosyn suture. The client reported that the needle has loosened with several threads. Further information has been requested.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.